Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported 'upstream occlusion was alarming constantly' was not reproduced but instead an air in line alarm occurred. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of both the reported condition and the air in line that occurred during testing was determined to be the ultrasonic sensor out of specification. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.